Event description:
It was reported that prior to a da vinci s prostatectomy surgical procedure, while docking the system to the patient, the customer experienced recurring system error code #25589. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the remote arm controller board (rac1). The system was repaired by replacing the affected remote arm controller board (rac). The remote arm controller (rac) is an electronic module comprised of four printed circuit assemblies (pcas) and cooling fans. In 2008, the site experienced system error code #25589. An isi field service engineer replaced the endoscopic camera manipulator (ecm) arm, the rac, and two patient side power distribution boards (ppd). The system functioned as designed and there was no injury to the patient. System error code #25589 appears when the da vinci s safety system determines during the power up self test that the remote arm controller board (rac) brakes failed the brake voltage test. Upon determining these conditions, the safety system put da vinci s in a "recoverable safe state." The rac was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. The problem could have resulted from a fault in the power subsystem that supplies voltage to the brakes and the ppd that was replaced would have addressed this potential cause. The brake itself could have had a problem and the ecm that was replaced would have addressed this last potential cause.